Event description:
Attorney reported: on (B) (6) 2007 - the pt underwent a hernia repair with a bard composix e/x mesh elliptical 10.0" x 14.0", product code 0123113, lot number hurb3197. On (B) (6) 2008 - the defective patch caused and contributed to the death of the pt on (B) (6) 2008. The composix e/x mesh was defective because [it] failed to perform safely and effectively for the purpose originally designed. Pt's composix e/x mesh failed while in her body, causing her to develop serious and painful physical complications, and eventually caused death.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. The additional info requested includes pt info, copies of medical info/records and death certificate/autopsy report. This MDR includes all; pt, event and device info davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No conclusion can be drawn at this time.